Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that there was an air leak with an rt021 catheter mount. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) where it was visually examined. Results: visual inspection revealed a cut in the tubing near the connector. A lot check could not be carried out as the lot information was not provided. Conclusion: the returned rt021 appears to have been cut with a sharp object. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a cut would have failed the pressure test. This suggests that the returned catheter mount was damaged after it was released for distribution. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient"